Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high glucose alert after having removed the ilet for several hours overnight, and glucose values were elevated until the user reconnected, at which point correction dosing resumed and glucose began to decline by approximately 50 points toward the target. Symptoms included hyperglycemia without reported ketosis or other complications. Outcomes included resolution in progress with insulin delivery after reconnection and no need for medical intervention or hospitalization. Investigation included troubleshooting with education on proper use of the infusion set and cartridge, including not disconnecting the infusion set for activities such as exercise, and confirmation that there were no site or sensor issues while the system was in use. Investigation of this case revealed no device malfunction of the ilet, infusion set, or sensor; the event was attributed to interrupted insulin delivery due to user being off the system for several hours, with device performance normal after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy leading to transient hyperglycemia.